Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under-sensing was noted on the right ventricular (rv) lead. The rv lead remains in use. It was further reported that the thresholds had increased on the left ventricular (lv) lead and capture may have been compromised. The lv lead remains in use. No patient complications have been reported as a result of this event.